Manufacturer narrative:
Analysis of the catheter revealed a possible poor connection to pump causing leak or detachment. Per analysis the evidence on catheter showed that there was a possibility that the sc connector was connected crooked. It was added that a connection in this manner possibly may not have occluded catheter, however can allow a portion of the fluid to leak out the top. Also, a suture on catheter under strain relief shroud was seen, this suture did not appear to cause leak or issue with infusion.

Event description:
A healthcare professional was paged by the national answering service; and the patient¿s pump was read during the thanksgiving holiday. It was further noted that the patient was under the care of a physician in a hospital. No rotor or dye study was performed. The patient's catheter was explanted and replaced on (B)(6) 2011. The reason for the catheter removal was due to the patient experiencing a lack of efficacy. The patient was further noted as being "very" tight. The patient was without injury; and had recovered without sequela following the replacement procedure. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 242.8 mcg.

Manufacturer narrative:
Catheter model 8731sc, serial# (B)(4), implanted: (B)(6) 2010 explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code . If information is provided in the future, a supplemental report will be issued.